Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. Specifically, corrosion and/or wear and/or lubrication was found as well as a stall due to shaft-bearing.

Event description:
Additional information received reported it was unknown if the stall recovered and there was only one stall and a tube set present. They interrogated the pump and ran the logs to obtain this information. It was noted there was no dye study performed and no imaging was taken. The patient was doing wellnow with no further issues.

Event description:
It was reported that the patient's pump was critically alarming. The alarm was due to a motor stall, which was confirmed by telemetry. The alarm and stall began on (B)(6) 2014. The patient had a CT scan around this time. The stall was constant; a "stopped pump may exceed tube set" message was seen. As of (B)(6) 2014, the critical alarm had stopped, but the low reservoir alarm had started. It was noted that the patient would run out of medication 11 days later. The patient was supposed to go have the pump refilled on the (B)(6) but was no longer going to go because of the motor stall. The patient experienced a gradual return of symptoms. The patient had an increase in foot pain but had that pain prior to the motor stall, because the pump was implanted to cover that pain. The patient was on oral pain medication now. The health care provider recommended replacing the pump, so on (B)(6), the pump was replaced. The drugs in the pump were compounded baclofen, clonidine, and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.